Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incidents from the reported lot. The reported detachment of clip component appears to be related to the challenging patient morphology/pathology. The reported patient effects of mitral regurgitation (mr), dyspnea, edema, angina, embolism, and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures; these effects were secondary to the clip detachment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip ntr remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtr referenced is being filed under a separate medwatch report #.

Event description:
This is filed to report the complete clip detachment of the ntr clip. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with anterior leaflet prolapse and enlarged atriums. Two mitraclip xtrs and one mitraclip ntr were implanted reducing mr to grade 1-2 without incident. On (B)(6) 2019 the patient was re-admitted to the hospital with shortness of breath, lower extremity edema, and chest pain. CT scan and transesophageal echocardiogram found that mr returned to grade 4, one xtr clip was only attached to a single leaflet, and the ntr clip had detached from both leaflets and had embolized to the aorta. Treatment is pending a surgical consultation. No additional information was provided.